Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] in resp dept called and said that this unit has a broken airway pressure luer fitting on it. He said that the unit was on a pt and the map was fluctuating. They had to switch the unit out to another 3100a and noticed the luer fitting was broken. He said that their was no pt harm etc. He would like the unit picked up, no replacement needed. He said that the biomed dept has the unit and asked that we follow up with biomed to see when they will release the unit to be picked up. He said the contact in biomed is [name removed] at (B)(4). Will contact [name removed] and notify rentals to stop the rental charges etc." The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2010. "Event desc: teenage pt status post (s/p) respiratory arrest with history of downs syndrome and self injurious behaviors intubated on admission to the pediatric intensive care unit (picu). Pt with significant pulmonary edema, reactive airway and subcutaneous emphysema. Pt placed on 3100b carefusion sensormedics oscillating ventilator which malfunctioned. Pt was ambu bagged for 75 minutes while troubleshooting by respiratory. Pt required dopamine for hypotension. Upon inspection of circuit noted to have broken luer fitting which provides connection to the end of the circuit for measuring mean airway pressure had broken (white airway pressure port). This is the second occurrence of this type." "Health professional's impression." "Broken luer port." Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? "No." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4): the following info concerning the eval of the device is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a (B)(4). (B)(4) service tech evaluated the device, verified the complaint and determined that the root cause of the reported event was that the bulkhead luer fitting for the airway pressure sense line was broken. The (B)(4) service tech replaced the fitting and ran the unit through a complete calibration and checkout (spi) to ensure that it meets all factory specs. Upon completion, the device was returned to the rental pool ready to be placed back into rental service.